Event description:
Event description guidant received information that review of daily lead measurements stored in this implantable cardioverter defibrillator (ICD) revealed one high rate/sense impedance of 2650 ohms. All other measurements were consistantly ~400 ohms.